Manufacturer narrative:
A ge rep evaluated the system and reseated and tightened the generator driver board connector. The system operates as intended.

Event description:
The customer reported the system displayed an error message and shut down. No pt injury was reported.